Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.

Event description:
On 10/18/2022, it was reported by a sales representative via sems that a ar-13999mf fastpass scorpions jaw that opens and closes looks like it is sliding to the left, it is not centered for the needle and will not close all the way. This occurred during an unknown case, with no patient effect reported. No additional information provided.